Manufacturer narrative:
(B)(4). One actual sample and thirteen companion samples were available at the plant for evaluation. Visual inspection revealed no issues. A leak was observed from a small cut located approximately at the center of the long tube in the actual sample. No defect was observed in the companion samples during leak test. The reported condition was confirmed in the actual sample. The cause of the leak is a cut in the tubing made by a sharp edge. The following possible root causes were identified: 1. Sharp edges at the conveyor area. 2. Centering grippers responsible for the insertion of the tube in components. The following actions to the above causes are currently being taken: 1. All sharp edges are being eliminated. 2. New grippers made out of different material are being analysed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were cuts in the tubing of a flogard IV administration set which resulted in leaks. This occurred while priming the device. There was no patient involvement. No additional information is available.